Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. Follow up attempts were made. At this point, no further information available at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported following the intraocular lens implantation the patient had experienced strong glare in the form of halos (rings around light sources) in the light as well as in the dark. The objects also were seen to be slightly displaced. The patient could not see well near or far and was distorted. Additional information has been received stating the patient was using eye drops and it would take some time.